Manufacturer narrative:
The complaint sample was received at viant for evaluation and the reported event was confirmed. The washer had fractured away from the set screw however, the washer was not received. The set screw was observed to be significantly worn and deformed. The hexagonal socket of the set screw displayed many signs of wear from repeated intended use. The rest of the set screw displayed severe deformities in the form of deep gouges. Additionally, the tip of the chisel handle, near the set screw, was also observed to have deep gouges. The deformation observed was not consistent with intended use. Other observations: there were many signs of wear in the form of scratches, nicks, and gouges observed throughout the complaint sample. There were also many signs of unintended use observed throughout the complaint sample. Deep gouges were displayed on the edges of the chisel handle head and indentations from unintended impaction were displayed on the shaft. Near the indentations, the weld was cracked all the way around the shaft. The two pin welds were also cracked. However, the handle did not separate. Lastly, the orange silicone handle displayed cracks where the handle meets the shaft. This is likely from repeated contact with the sterilization case. The returned complaint sample was etched per applicable drawings. Production record review did not reveal any discrepancies. In conclusion, the reported event was confirmed as the washer had fractured away from the set screw. Both the set screw and the complaint sample were significantly worn and severely deformed. Much of the deformation was not consistent with intended use. This wear and unintended use caused the observed fracture. No further investigation is required with regard to this complaint. D3, g1: updated to viant medical. H4: updated upon completion of production record review. H6: updated device, method, result and conclusion codes.

Manufacturer narrative:
The device was received incomplete for evaluation and the reported event was confirmed. Further investigation is being completed and a follow-up medwatch 3500a will be completed at the conclusion of the additional investigation. Report source: distributor - smith & nephew.

Event description:
It was reported during an unknown patient revision procedure the locking screw o-ring of the osteotome handle came apart. Back-up device was available to complete the procedure. No adverse events nor patient consequence were reported as a result of the malfunction.